Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was shifting in their pocket; therefore, a pocket revision was done. The pocket was fixed, and the issue was resolved at the time of the report. No further complications were reported or anticipated.